Event description:
Patient reported the infusion device displayed an e8 power interrupt error after a battery was inserted. He was unable to clear the error message by pressing the check button. He changed the battery several times but this did not resolve the issue, and he began to deliver insulin via pen. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.